Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3889-28, lot# v519455, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
Additional information received reported that the healthcare provider (hcp) was supposed to take the device in 2011, but the implantable neurostimulator (ins) was not removed. It was stated that the ins had been shocking the patient for a year now and the ins had been turned off. The ins was stated to currently be on and the patient wanted to ensure that it was off. The patient reportedly had stimulation off and would never turn it back on. The patient had not used stimulation in a long time. It was suggested for the patient to check the ins with the programmer, but the patient currently did not have batteries in it. It was also reported that a healthcare provider (hcp) had used another device to turn stimulation on/off and "move it around in her body and shocking her feet for a year now." The patient had a CT scan last year and verified that the ins was not removed.

Manufacturer narrative:
Additional review indicates information previously reported in manufacturer's report # 3004209178-2016-13292 pertains to this manufacturer's report number. Any additional information pertaining to the event will be reported under this report#. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that her ins had been coming on and off by itself for the past 3 years and was electrically shocking her. The patient reported numbness and shocking in her left shoulder. The patient stated that her left leg would go numb and she had to continue to walk on it to get the numbness to go away. The patient also noted that she felt a stabbing sensation in her heart and in her stomach. The patient felt like her kidneys on the right side felt strangled at night and it affected her urination. The patient stated that she was told by her healthcare professional that the device was removed in (B)(4) of 2011 but the patient had CT scans and x-rays that show it was not removed. The patient noted that in the past 3 years her symptoms had occurred off and on. The patient stated that the device was not removed but was not active. Additional information was received on (B)(6) 2016. There had been something that had been giving the patient an electrical shock throughout her body. The patient had wires in her left arm which she could feel and did not have a remote control for the devices. The devices got turned on and off all day and night. The patient wanted the devices to be turned off.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type programmer, patient product ID: (B)(4), lot# v519455, implanted: (B)(6) 2010, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported previously reported issues.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient did not have reactions after a myelogram, and that ¿myelogram¿ should have been MRI. Instead, they reported that they had some xrays and an MRI done which prove the device is still implanted.

Event description:
Additional information was received from the patient. The patient reported that they had notified their managing physician regarding the reactions and had an appointment on (B)(6) 2013.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and manufacturer representatives. It was reported that the patient's implant was removed, that their device had been off since 2011, and also that the patient still had pieces of the explanted device inside their body; this was conflicting information. The patient also stated that their devices were controlled by their husband's device, neighbor's device and brother-in-law's device; they attacked them with signals sent to their stomach, brain, bladder, pelvis, and the wires in their shoulders. They also stated that their husband's device turned their stimulator on and shocked them whenever their husband used their heart monitor.

Manufacturer narrative:
See manufacturer¿s reports (B)(6) for the patient¿s subsequent device issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con) via a manufacturer representative (rep). It was reported that there were kickbacks and re-implants without implant. Their device was overdosing. Their stitches weren't healed months after the removal. They also reported shutting off blood and attacking genitals through internet. There were no further complications reported or anticipated.

Manufacturer narrative:
Device evaluation conclusion code 67 no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that patient had a device removed and she wouldn¿t have another device put it. Patient indicated she had x-ray, CT scan, myelogram and MRI. A day later, patient further reported that she had one of the bladder product, this was like 2 or 3 products and they were messing with her colon, her brain and pelvic area. She could feel it moving around her body. She had the I-stim icon for the bladder before. There were no further complications that have been reported as a result of this event. Additional information was received. Patient reported the reason for calling was the same reason as usual. Patient stated they supposedly had their device explanted. However they had been having these objects come on and off in their body and strangle their kidneys and organs moving around the body and vagina area night and day. They further explained that it moved around and attacked different areas and at one time it was electrically shocking them and making their pee a different color when you would turn it on and off. Patient stated they had x-rays to prove that they had rtg devices implanted in their body and they were not ok with being implanted. Patient explained they had one explant in 2011 and got a letter stating they were implanted with another object and patient stated they were not ok with these objects. Patient stated they were implanted without consent and wanted to know how difficult it was to turn the devices on and off. Additional information was received from the consumer who indicated that the patient's device was still active and was never removed. According to the caller the patient was having issues with their device which have been reported in previous file updates. No new allegations were made and patient status is unknown at the time of this report. Additional information from the consumer on (B)(6) reported the device was not removed, but wellcare paid for it. The patient noted in 2011 it was attacking their insides. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imrdf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. They reported that their ins was removed about 9 years earlier. They have a needle that goes up and down their spine, and another needle in their leg. The devices that were implanted without the patient's consent were attacking them and mixing the signals in their body. They elaborated that when the devices in their body started turning on and off on their own it was like they were full of gadgets and strings, and it electrically shocked them. It felt like they had strings tied to their legs and arms, and it seemed like someone was talking via computer through both of their ears to their body. Every time the device turned on they were in panic mode and could not stand up. There was a blow up thing in their left leg and a blow up tray going up their esophagus. They felt like they were choking when the devices were attacking their body. No further device issue alleged / identified. No further patient symptoms or complications were reported.

Event description:
It was reported that the pt had a CT myelogram on (B)(6) 2011. When the contrast was injected for cervical neck and spine, the pt began experiencing severe pain at the neurostimulator location, right hip, and down her right thigh. The pain lasted for two hrs. The pt stated she had turned her stimulation down to 0.0 and turned the device off prior to the exam. There was nothing the pt or health care providers could do at the time to stop the pain. Positional changes did not alleviate the pain. The pt did not experience these symptoms prior to the CT scan. The pt had not contacted her neurostimulation physician. The pt had been told to rest for 2 days to allow the spine to rejuvenate after contrast injection. The pt also noted she had been "sick" since implant, and felt it was related to her implanted device. The pt stated she was in bed all the time with no energy. She stated the device hadn't helped her with her retention symptoms. When the pt interrogated her device on (B)(6) 2011, her pt programmer showed a lighting bolt, however, she stated she did not turn her device on, but was certain it was off prior to the CT scan. The pt was still feeling some residual effects. Add'l info has been requested but was not available as of the date of this report.